Event description:
It was reported that the patient experienced incontinence, and there was a possible lead migration. The patient's active electrodes were adjusted and the amplitude limit was increased on (B)(6) 2011. The lead was replaced on (B)(6) 2011 and the patient outcome was reported as resolved without sequela as of the same day. It was unclear if the old lead was explanted, or left in place.

Manufacturer narrative:
Lead model 3889-28, lot# v268042, implanted: 2009 (B)(6), explanted: unknown; lead model 3889-28, lot# v785933, implan ted: 2011 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).